Event description:
One patient with discrepant hcg results. Initial result gave 30.59 miu/ml. In 2008, the physician called and questioned the result and the same sample was pulled and repeated twice giving 0.100 miu/ml each time. A second sample was obtained from the patient, (exact draw date not provided) and was sent to a reference lab for testing which resulted negative. Exact hcg value not provided. Patient was not adversely affected. The field service representative was unable to determine a root cause. Performance tests were performed.